Event description:
As reported: on (B)(6) 2022 the tavr coordinator reported a patient complication after a manta deployment. Patient had a tavr procedure performed on (B)(6) 2022. An 18f manta was deployed successfully and patient was discharged post procedure. Approximately 1 week later ((B)(6) 2022), the patient was taken to the emergency department after a syncopal episode. The tavr coordinator reported that during the span of three days from when the patient was admitted to the ER, the patient was intubated, received approximately 3 units of prbc, and also received a covered stent in the right groin by the interventional radiology team. Patient remains in critical condition and in ICU as of (B)(6) 2022.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for manta 18f, indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Prior to closure, activated clotting time (act) was 399, protamine was administered. Access was gained utilizing ultrasound guidance. The arteriotomy was 8.0 mm, mild calcification, posterior wall calcification and mild tortuosity; with a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, manta deployed successfully, achieving hemostasis in less than five minutes; the patient was discharged post-procedure. Four days later, the patient experienced a syncopal episode and was admitted to the ER. Over the course of the next seventy-two hours, the patient was intubated, transfused three units of packed blood cells, received a covered stent in the right groin by the interventional suite, and in critical condition. Six days later, the CT surgeon reported the patient to be extubated, ambulating and under hospitalist's care. The device was not returned, and angiograms were not received for investigational purposes. Due to insufficient information regarding the initial and deployment procedures, patient environment and conditions, no information regarding what transpired that required the patient to be intubated, transfused, requiring a covered stent, a root cause remains undeterminable. The IFU warns not to use manta if there is marked tortuosity of the femoral or iliac artery. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure, and arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Procedure preparation indicates to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.